Event description:
It was reported that a malfunction alarm occurred, displaying malfunction code malf 12. The customer¿s blood glucose level was recorded at 169 mg/dl, which is within the normal range, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the issue happens again. No additional information was received regarding the outcome of the event.